Event description:
It was reported that the programmer was unable to interrogate devices. The programmer rf (radio-frequency) head was changed while trying to trouble-shoot, but it did not resolve the issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).